Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. It was stated: "in this case, as ministry of health in (B)(6) didn't inform the complaining costumer, we are unable to know if there is product samples." We have requested additional information and our customer informed us that "we are unable to get any additional information from the client since we received this complaint from (B)(6) that has confidential information". We therefore consider the investigation as closed.

Event description:
On october 14th, 2019 we have been informed about an incident involving a dispersive electrode. An unknown surgical procedure was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21) and an unknown generator were used. The initial reporter provided the following information [translated from portuguese to english language]: "second degree burn due to the use of a dispersive electrode. Second degree burn in point shape." It is unclear whether the burn was located underneath the electrode. No information about the nature of the procedure, the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.